Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips and returned meter were tested with a high level control. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr . Qc 3: 2.8 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable inr results from a coaguchek xs meter compared to a laboratory result using the stago sta combact max3 neoptimal method. The meter result was 4.3 inr. A different "demo coaguchek xs" meter's result was 4.5 inr. The laboratory result was 2.71 inr. The measurements were taken at the same time. The serial numbers for the meters were requested, but not provided. The patient's therapeutic range is "above 3.5" inr.